Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. Additional information was requested, and the following was obtained: where on the ¿b¿ scale were they?all the way up? Can you be more specific? The high b. Does the surgeon have insight as to why the mucosal was swollen? The additional information was not provided. What was the indication for surgery? The additional information was not provided. Did the patient have any underlying condition that would predispose them to the edema noted? The patient was high risked patient. Administration of anticoagulant drug, peritoneal dialysis for 8 years. How was the post-op bleeding identified? The additional information was not provided. How was the bleeding addressed? The bleeding stopped when washing the abdominal. What was the pre and postoperative anti-coagulant and pain management protocol? The additional information was not provided. Was the bleeding intraluminal or extraluminal? I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023, d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where on the ¿b¿ scale were they? All the way up? Can you be more specific? Does the surgeon have insight as to why the mucosal was swollen? What was the indication for surgery? Did the patient have any underlying condition that would predispose them to the edema noted? How was the post-op bleeding identified? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a robot assisted sigmoidectomy, the bleeding occurred from the anastomosis site on post-op day 2. The patient was a jehovah's witness, so the blood transfusion was not performed. The bleeding amount was 400ml. When colono fiberscope was performed after the peritoneal lavage, the bleeding was stopped. The patient was high risked patient. The intestine was swollen, so the surgeon chosen high staple height. The surgeon commented that, I might have tightened more. She is still hospitalized. The initial operation was performed from 12o¿clock on 19th august. The mucosal membrane was swollen and there was a resistance when inserting the device. The adjusting knob was rotated counterclockwise for 2.5 revolutions to remove. There was a resistance when removing the device. The donuts were created properly. No further information is available.